Manufacturer narrative:
Product analysis (B)(4): brief description of complaint: servicing discovered high output on cut 6 and 7. Additionally, the rf leakage on cut 3, cut 6, cut 9 and coag 6 exceeded the high limit. Analysis conclusion: the issue of high output on cut 6 and 7, and rf leakage above the limit for cut 3, cut 6, cut 9 and coag 6 was confirmed. Software, which was not calibrated was identified as the cause of both of these issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Servicing discovered and reported: high output on cut 6 and 7. Additionally, the rf leakage on cut 3, cut 6, cut 9 and coag 6 exceeded the high limit. There was no patient involvement, therefore patient information is not applicable.